Manufacturer narrative:
Method -- review and confirmation of manufacturing records were performed. No anomalies were found. It cannot be determined whether the rise in thresholds were related to device performance, or patient condition.

Event description:
Boston scientific (bsc) crm received and reported the following information: this right ventricular lead was surgically abandoned due to sensing of 4.9mv, impedances of 354ohms and thresholds at 2.8v@5ms. A new lead was successfully implanted. No adverse patient effects were reported.